Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a female patient who received coolsculpting treatment to the thighs on (B)(6) 2015 and developed paradoxical adipose hyperplasia (pah/ph) to the outer thighs after treatment. The inner thighs were addressed in a prior report. In addition, the patient indicated that the abdomen, arms, and submental area had the possible paradoxical adipose hyperplasia (pah/ph) development [patient did not provide objective evidence of coolsculpting device use in those areas]. [ prior MDR report: report ref#: 3007215625-2022-01424-02 / MFR#: 3007215625-2022-01424 follow-up # 2].

Event description:
Allergan aesthetics received a report from a female patient who received coolsculpting treatment to the thighs on 04-june-2015 and developed paradoxical adipose hyperplasia (pah/ph) to the outer thighs after treatment. The inner thighs were addressed in a prior report. In addition, the patient indicated that the abdomen, arms, and submental area had the possible paradoxical adipose hyperplasia (pah/ph) development [patient did not provide objective evidence of coolsculpting device use in those areas]. [ prior MDR report: report ref # 3007215625-2022-01424-02 / MFR # 3007215625-2022-01424 follow-up # 2 ].

Manufacturer narrative:
Additional information: additional area designated flanks to the abdomen (previous documented).